Event description:
A pt had lost stimulation 1.5 hours after completion of a stage one surgical implant procedure. It was clarified that the pt had stimulation during the implant procedure, and up to 1.5 hours after. The pt had got up once to use the bathroom and could not feel any stimulation thereafter. X-rays taken revealed that a lead migration occurred. The pt's lead was revised on (B)(6) 2010 followed by a stage 2 procedure performed on (B)(6) 2010, due to a successful trial. During a surgical procedure, it was noted that there was a very large black contusion on her "rear end". Which could have been the cause of the migration. It was not reported if the pt had recovered without any injury. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).